Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the station not booted. Traced that problem to the main half-height drawer. The field service engineer replaced the interface and drawer controller board, cleaned contacts and secured connections to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system that had a power failure, pyxis was not working at all. The customer reported that there was a delay in dispensing medications to patient. There were no adverse events or injuries reported based on this event.